Event description:
Co rec'd a report from its office in australia that an optometrist reported a female pt had several experiences of corneal epithelial erosion after using a hard contact lens cleaning and soaking solution. The first time the pt used the product she suffered a 5mm corneal erosion and sought treatment at an eye hospital in japan. One week later, after her symptoms has resolved, she again used the product with the same results. Three weeks later she used the cleaning and soaking solution again, but rinsed her lenses thoroughly prior to application. She had a corneal erosion once again. Medical treatment was sought in all cases, however, it is unk what that treatment was, or if it was given to preclude a permanent injury. Add'l f/u with the pt's opthalmologist indicates a diagnosis of bilateral corneal abrasions. Analysis of the complaint unit is ongoing at the site of MFR.